Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was 15 mg/dl at the time of the incident. The customer stated that they became black out due to low blood glucose level and was given juice to bring blood glucose to normal. Customer was taken to hospital by emergency medical services. Customer's another blood glucose level was in the range of 200 mg/dl after been disconnected from the insulin pump. Customer was treated with intravenous fluid. It was unknown that auto mode feature was active or not at the time of event. The customer will discontinue use of the device.